Event description:
Boston scientific received information that this right ventricular defibrillation lead had exhibited loss of capture and high thresholds. A chest x-ray was performed and confirmed that the lead had dislodged. This was the second time the lead had dislodged since implant. The lead had previously been repositioned. As this was the second time the lead had dislodged, an issue with the helix was suspected and a second revision procedure was performed. The lead was removed and successfully replaced with normal measurements. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted the outer insulation sleeve was bunched in several places. A cut was observed in the insulation 210 mm from the terminal pin; body fluid was present in the lead's lumens and also within the helix housing. The helix was fully retracted. After removing the dried body fluid, the helix mechanism was fully functional. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis testing could not confirm the reported clinical observations.